Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella cp the cath lab staff were unable to obtain distal pulses on foot on impella side. Extremity was warm and had capillary refill. Unaffected extremity without any intervention had a pulse. After patient arrived in intensive care unit a popliteal pulse was found in the impella leg. The surgeon consulted was not concerned and believed the leg was perfused but had already planned to exchange femoral cp for impella 5.5 via axillary artery and patient was taken to the operating room later that day for the procedure. It was reported that the patient was brought in for impella 5.5 placement and surgical removal of impella cp. Patient prepped and right groin cut down exposing ight common femoral artery. After 5.5 implanted the cp was pulled to descending and turned to p-0 then explanted with distal control. Surgical repair of vessel was done and closure of skin site. No additional information provided and the patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Vessel perforation: the cause of the vascular perforation was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.